Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 syringe 3ml ll 200 s/c were damaged during use. The following was reported by the initial reporter: "it was reported that two syringes cracked when the air bubbles were removed. Verbatim: caller reported two syringes cracked when removing air bubbles (B)(4), 2 syringes were missing needles. [Missing needle = (B)(4)]. Number of occurrences - 4. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 0079121. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. (Contact: + resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required. Cts is replacing syringes, they cracked right after being filled."